Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when she turns the patient programmer on, it tells her to turn the device on and she does and an hour later, it is off. This started in (B)(6) 2020. Patient noticed that she is not making it to the bathroom. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via email regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that it keeps turning itself off. The patient changed the batteries and it was still turning itself off. The patient wanted to know if this was an issue with the implant needing batteries changed or with the programmer. Patient services corresponded to the email indicating that in order to appropriately respond to the patient's question(s) it would be best they speak directly and provided the phone number for patient services. No patient symptoms or further complications were reported.